Event description:
The customer reported that no image was produced during inspection for use involving an olympus video system center. Customer suspected that the cause of the no image was due to setting for the video output. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.